Event description:
Treatment of a tumor vasculature in the patient with solitary kidney. It was reported that the catheter ruptured after injecting approximately 0.2 ml of onyx. The patient was reported to have an infarction. Same event as MDR# 2029214-2009-00081.

Manufacturer narrative:
The device has not been returned for evaluation.